Manufacturer narrative:
Zimmer biomet complaint number (B)(4) a4: weight unknown / not provided b3: date of event unknown / not provided customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw was loose. The screw was removed and replaced with a new one.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. Zimvie received the reported screw for evaluation. Visual evaluation / functional test was performed, screw is worn however no damage identified. Threads into in-house implant as intended. No malfunction was identified for the reported event. DHR review was completed for the subject lot number 1220165. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1220165 for similar events and two other complaints were identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation are missing or confusing instructions for use and abutment screw is not torqued to specification. Therefore, based on the available information, device malfunction did not occur. The screw is worn however no damage identified. Threads into in-house implant as intended. No malfunction was identified. The reported event could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.